Manufacturer narrative:
The device was returned for evaluation. The device history record (DHR) documentation showed no abnormalities related to the reported failure. Upon evaluation of the returned unit, the ratchet extension arm would not go thought the base smoothly. The mayfield 2 lock had up and down movement and the teeth were grinding when rotated. The reported complaint was confirmed via inspection of the unit. With respect to the complaint, it was confirmed the returned unit did not meet all specific functional tests. The ratchet extension arm would not go through the base smoothly. UDI # (B)(4).

Event description:
A customer reported that the a3059 mayfield composite series skull clamp was not ratcheting properly. There was no known patient involvement or surgery delay.